Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned phaco handpiece found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the handpiece to meet product specifications. The phaco handpiece was connected to a resistance test box, where the input and output impedance were found to be within specification. The returned sample was connected to a calibrated centurion vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure the phacoemulsification (phaco) handpiece aspiration did not work. The case was completed using an alternate handpiece. Patient impact has not been reported. Additional information has been requested and received.